Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-11-29. H6: investigation summary one photo and one sample were received by our quality team for evaluation. From the photo and the sample, the safety shield is detached from the hub. The eclipse hub and safety shield were subjected to visual inspection to check for abnormality. A dent mark on the left side of the safety shield pivot rod and eclipse hub hook was observed. However, this dent mark does not affect the insertion of the safety shield to the hub; and the safety shield was able to manually insert to the hub. After insertion of the safety shield to the hub, the sample was subjected to the eclipse safety shield inspection to check for safety shield fall off. The sample passed the eclipse safety shield inspection. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The primary packaging process was reviewed. After the safety shield is inserted to the hub, it will undergo the exercising (open and close) motion. If the safety shield is not properly inserted to the hub, during the exercising motion, it would have dropped off and be detected by the safety shield presence sensor and then be auto rejected. At the pick and place gripper station, the gripper is gripping on the needle shield and safety shield to place the part into the blister pocket. The gripping motion would not cause the safety shield to have any signs of dislodging from the hub. The packaging machine is automated with minimum human intervention. As the sample was returned in the open package, the root cause could not be determined.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with detachable bd luer-lok¿ syringe came loose and fell off when the packaging was opened. The following information was provided by the initial reporter: "the pink cover drop off when the package was being opened".

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with detachable bd luer-lok¿ syringe came loose and fell off when the packaging was opened. The following information was provided by the initial reporter: "the pink cover drop off when the package was being opened".

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k941562 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: piston syringe. Medical device type: fmf. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k941562 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd eclipse¿ needle with detachable bd luer-lok¿ syringe came loose and fell off when the packaging was opened. The following information was provided by the initial reporter: "the pink cover drop off when the package was being opened".